Event description:
Allergan aesthetics received a report of a patient who received two coolsculpting treatments to the submental area in 2018 , using the coolmini applicator and was diagnosed with paradoxical adipose hyperplasia approximately three years after the date of the second treatment. The second treatment occurred approximately three months after the first treatment. The tissue was described as more dense than normal submental fat and having more circumscribed feeling. Visible enlargement was observed. The patient lost weight after treatments, but submental area got larger.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Manufacturer narrative:
Corrected data: a6, b5, and d1.

Event description:
Allergan aesthetics received a report of a patient who received two coolsculpting treatments to the submental area on (B)(6) 2018 using the coolmini applicator and presented with paradoxical hyperplasia (ph).